Event description:
A malfunction was reported on a pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the malfunction code appears in the future.